Event description:
The system 5 sagittal saw was sent for eval due to the decorative screw falling out onto the floor prior to the case. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed.